Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken left grip. A piece approximately 9.83mm x 3.58mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding the instrument tip is broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument was found to have a broken tip. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the facility is an off-site reprocessing center that receives devices with repair tags from the hospital. No quality assurance report was found for this device, indicating no issues occurred during the surgical procedure.